Event description:
The event occurred on an unspecified date and involved a 117" (297 cm) 60 drop 50 ml burette set, shut-off, check valve, 2 microclave®, rotating luer . It was reported he buretrol does not prime or flow. An ICU portfolio sales specialist stated that when using set per dfu (prime with filter cap open and then close the air filter cap when adjusting flow rate and infusing), the set does not flow properly with the air filter cap closed. When filling the burette chamber for subsequent use, the disc often gets stuck on the bottom and does not flow to the top of the liquid (as it is supposed to).

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Manufacturer narrative:
One (1) used. List #b99172, 117¿ was returned for evaluation. As received no physical damage or anomalies were observed. The set was tested as per procedure and occlusion, flow restriction, or anomalies were observed. Complaint of the no flow/ can¿t prime/difficult to prime were not able to be confirmed or replicated.